Event description:
Customer says that his bgs(blood glucose) have been erratic for a few weeks. He did the testing and said that it looked as though the leadscrew was over rotating. Customer stated he does clean his leadscrew and the device has not been dropped, bumped or exposed to moisture.